Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod longer than 48 hours. The lg reported the cannula had not inserted into the patient's skin. Additionally, the lg reported the cannula was found to be bent when the pod was removed. As treatment, corrections were manually administered via injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.